Event description:
User facility medwatch report number (B)(4) was received and a copy of the report will be submitted with this report. This report is for 2 unk - locking screws. This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unk-screws which broke during removal. In total there were 13 screws which were removed due to patient pain. This report is for 2 unknown locking screws. Device(s) were implanted on an unknown date. Device is not available for evaluation. Initial reporter is a health professional. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Initial reporter also sent report to FDA was reported as "yes". Upon further investigation this could not be confirmed. Therefore, this is unknown. Placeholder.